Event description:
It was reported that the device's expiratory nozzle was damaged. Also the pressure gauge doesn't move. Patient involvement is unknown.

Manufacturer narrative:
Date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for investigation. Visual inspection of the device showed the patient outlet fitting bent and the input/output side label damaged. The device was functionally tested. The reported problem was confirmed, damaged to patient outlet fitting was verified. However, the pressure gauge operated as intended. The root cause is due from physical impact/user error. A new patient outlet fitting was refitted and tightened the tubing around the pressure gauge. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint., corrected data: d3, g1, and g2 email is: (B)(4).